Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturing of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. No physical damage was observed. The monitor was powered up and the reported issue of eeprom csum error was displayed on the monitor. After multiple subsequent power ups, the error message disappeared, and error appeared to be intermittent issue. The technician suspected that the main board could be contributing to intermittent issue. The technician replaced the main board parts to resolve the reported issue. The technician replaced valve assembly as preventive maintenance (pm). The device passed all the functional test. The root cause of reported issue could not be determined with the provided information. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device had eeprom csum error. No patient injury was reported.